Event description:
An eye care practitioner reported that a pt with 20 year successful contact lens wear history was refit to focus night & day lenses on daily wear schedule. Pt wore lenses daily wear for approx 3 weeks and slept in lenses on sunday. Pt awoke with discomfort os, but did not report to ecp until tuesday, wearing only od lens. Pt reported mild discomfort ou while wearing lenses dw. Exam revealed 3+ injection, 3+ cell flare, non distinct faint stromal swirl in superior quadrant outside visual axis, diffuse punctuate stain and 2-3 faint non staining infiltrates on inferior cornea. Pt was photophobic. No ulceration. Rx vigamox 2qh with follow up at 48 hrs. Follow up with condition improving, injection & cell flare at 1+, however infiltrates more apparent. Visual acuity with phoropter 20/20, stromal swirling resolved. Vigamox tapered to qid with addition of prednisolone acetate 1%. Pt to continue use of od lens on daily wear basis until next follow up. Pt completely asymptomatic at follow up. Vigamox d/c and prednisolone acetate tapered for 3 days then to be d/c. Resumed daily wear lens wear ou. No further info is available at the time of this report.